Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer had no symptoms and treated with food and glucose tablets for lows and pump for highs. Customer's low blood glucose at time of incident was 52 mg/dl and current blood glucose 145 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer report customer does not allege pump was over delivering. Customer's high blood glucose at time of incident was 340 mg/dl and current blood glucose 145 mg/dl. Customer report customer does not allege pump was under delivering. Drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The insulin pump got no delivery on the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.